Event description:
Patient was revised to address loosening and collapse of the medial aspect of the tibial tray. Loosening was at the cement/bone interface. Depuy cement was used in the previous surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.